Event description:
Additional information received via email. "They do not have access to patient information on these incidents. The supply chain got tired of storing the disposables and donated them to missions they do not have the product. They were back to using d-100 sets".

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section is unknown. No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the saline would flow quickly through the set, but when the packed red cells reached the lower part of the unit it would slow to a drip in the chamber and took 15 minutes or more to infuse one unit. Patient was awaiting helicopter transport and experienced a delay in treatment. Unit was tested with multiple models of rapid infusion pumps and same event occurred.